Event description:
The dealer states the device is giving a yellow light alarm after changing to new filters. The dealer states the device is at 87%, with no audible alarm. No further information is available.